Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the therapy had gotten progressively worse for the past 6 weeks. The reporter stated that the unit was not working as it should. It was noted that the patient could feel stimulation and had doubled the stimulation to try to get benefit but it still was not working. It was noted the patient was trying to rule out lead migration as a possibility. The reporter noted that x-rays had been taken and the patient was waiting for a call back from the health care professional on 2013-(B)(6). It was noted that the patient was in a lot of pain. Additional information has been requested but was not available as of the date of this report.